Event description:
Customer experienced excessive bleeding after inserting the adc sensor. As a result, customer experienced a loss of consciousness, requiring unspecified third party treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for libre sensor and sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. Sensor (B)(6) has been returned and investigated. Visual inspection has been performed and no issues were observed. Visual inspection was performed on the sensor plug assembly and no failure modes were observed. The sensor plug was properly seated. No further investigation can be performed at this time as the sensor applicator and sensor pack have not been returned. If additional product is returned, an investigation will be performed. Based on returned product download, section d4 (serial number) was updated from (B)(6). Section h4 (device mfg date ) was updated based on returned product download. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer experienced excessive bleeding after inserting the adc sensor. As a result, customer experienced a loss of consciousness, requiring unspecified third party treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.